Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Reportedly, the customer was using off-label insulin in the cartridge. Customer's blood glucose level was between 300 and 400 mg/dl. Customer performed a supply change to address the issue.